Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Ref MFR report: 1627487-2013-21056 and 1627487-2013-21059. It was reported the pt had a brain aneurysm and subsequently had turned off stimulation on the ipg. The pt tried using the ipg a year later, however, it would not hold charge and the stimulation was not effective. As a result, the ipg was explanted and replaced on (B)(6) 2013.